Event description:
A customer reported experiencing a power source alert with their device. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to plug the wall adapter into a working outlet and wait for at least 30 minutes, which resolved the issue.